Event description:
It was reported that during a sub-occipital tumor resection, navigation reflected that the ventricle was hit but there was no evidence of cerebrospinal fluid. This resulted in no external ventricular drain placement and navigation was aborted.

Manufacturer narrative:
H3 other text: device will not been returned.